Event description:
It was reported that the pt was experiencing an underdose during a normal refill cycle; specific symptoms were not reported. No pump alarms have been heard. Previous volume discrepancy was noted, but reported to be within the manufacturer's specifications (<25%). The hcp reported that the pt was experiencing withdrawal symptoms because the pump was dry at the refill date. A follow-up report will be sent if additional info becomes available to us.